Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On 03/29/2024, it was reported that while the patient was asleep around 0800, the spouse heard an alert on the receiver and it stopped. The spouse checked the patient and noticed he was lethargic and diaphoretic. The patient would not rouse. With assistance of the patient's child, he checked the display device and the egv was 85 mg/dl while the bg was 51 mg/dl. They gave him a shot of glucose 1 mg and after 15 minutes, he woke up. Of note, the patient uses a tslim x2 tandem pump. After he was given glucose, he was awake and his unspecified readings were in range after few minutes. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.